Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the complaint could not be duplicated or confirmed. The black box dates were from (B)(6) 2015 - (B)(6) 2015. The black box information from the date of the complaint had been overwritten due to continuous use of the device. The current black box showed no evidence of a "no power" event. The pump powered with returned battery cap. The battery cap was able to fully tighten and the battery compartment was intact. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter stated that there was a power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.